Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/moving around in body'), device breakage ('essure broke') and pulmonary thrombosis ('blood clots in lungs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included diphenhydramine hydrochloride and paliperidone (invega). In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), migraine ("migraines / headaches") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pulmonary thrombosis, migraine and fatigue outcome was unknown. The reporter considered device breakage, device dislocation, fatigue, migraine and pulmonary thrombosis to be related to essure. The reporter commented: plaintiff was planning to remove essure. Incidental finding that the essure had migrated. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2015: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs received. This case became incident. Previously reported event injury was replaced with new events- migration of essure device, essure broke, migraines / headaches, fatigue and blood clots in lungs were added. Essure insertion date added. Reporter information were updated. Medical history, lab data and concomitant drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/moving aroun in body'), device breakage ('essure broke') and pulmonary thrombosis ('blood clots in lungs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included diphenhydramine hydrochloride and paliperidone (invega). In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), migraine ("migraines / headaches") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pulmonary thrombosis, migraine and fatigue outcome was unknown. The reporter considered device breakage, device dislocation, fatigue, migraine and pulmonary thrombosis to be related to essure. The reporter commented: plaintiff was planning to remove essure. Incidental finding that the essure had migrated. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2015: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke'), device dislocation ('migration of essure device/moving aroun in body'), embedded device ('right essure coil maybe extending farther into the uterine myometrium') and pulmonary thrombosis ('blood clots in lungs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included diphenhydramine hydrochloride and paliperidone (invega). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), migraine ("migraines / headaches") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, embedded device, pulmonary thrombosis, migraine and fatigue outcome was unknown. The reporter considered device breakage, device dislocation, embedded device, fatigue, migraine and pulmonary thrombosis to be related to essure. The reporter commented: plaintiff was planning to remove essure. Incidental finding that the essure had migrated. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2015: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: reporter information added. Event "right essure coil maybe extending farther into the uterine myometrium." Added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.